Event description:
It was reported that the tip of the knee navigation pointer broke off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. The pointer tip was broken off at the predetermined breaking point. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was repaired and returned to stryker stock.

Event description:
It was reported that the tip of the knee navigation pointer broke off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.